Event description:
It was reported that a dissection occurred. The target lesion was located in the left anterior descending artery (lad). The lesion was predilated with a 2.50 non-compliant balloon and a 3.00 x 38 mm promus premier was deployed. A distal edge flow-limiting dissection was noted and the patient experienced chest pain. The dissection was covered with another stent. The procedure was completed and the patient fully recovered and was stable.